Event description:
It was reported that this right ventricular lead exhibited noise and high out of range shock impedance measurements, this has been a gradual rise over time. This patient was scheduled for a therapy upgrade. This lead remains in service. No further adverse patient effects were reported.